Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. The following sections were updated: b5, d8, e2, e3, and h10.the investigation is ongoing. When applicable information is obtained, a follow up will be submitted.

Event description:
Additional information received from the user facility via email on (B)(6) 2021.there was no procedure completed with the subject device or cart. There was no image as the 3dv is needed to produce an image on the screen. The device was not serviced by a third party.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to foreign matter such as dust causing the standard definition terminal to short circuit and cause image issues or due to excessive force being applied to the serial digital interface terminal by the user.

Event description:
The olympus sales representative contacted technical support and reported the device was not displaying an image during preparation for use. No patient harm or injury was reported. Additional details have been requested regarding the patient and reported event. The response is pending.

Manufacturer narrative:
Troubleshooting was performed with technical support. The issue was resolved after testing with two unknown video units, monitor, and making setting adjustments. However, technical support advised to have the device sent in because the signals were not mixing correctly although the settings and cables were correct. Concomitant medical products: cv-190, unk serial , qty 2;lmd-s310st, unk serial, qty 1. The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event and the sdi cables don't work. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.